Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; battery compartment this complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: on examination, there if visible moisture behind the display lens and in the battery compartment. The alleged moisture contamination was confirmed. The battery compartment was cracked in several places. The pump case was also cracked in several areas. The alleged pump damage was confirmed. The pump was opened for investigation and revealed moisture contamination throughout the interior compartment of the pump. The pump did not power on for investigation. Complete testing was therefore not possible.

Manufacturer narrative:
Follow-up #2: date of submission: 12/27/2016 ¿ correction to serial #.